Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the allied health professional (ahp) was concerned the cardiac resynchronization therapy pacemaker (crt-p) was pacing at the sensor driven rate during an atrial tachycardia/atrial fibrillation (at/af) episode which may be causing a ventricular arrhythmia. It was noted the patient was having ventricular ectopy. Reprogramming was conducted and the device remains in use, no further patient complications have been reported as a result of this event.